Event description:
Saline mentor implants (year implanted - 2013) chronic fatigue, auto-immune type symptoms, brain fog, sleep apnea, joint and muscle pain, pain in both breasts, sudden food intolerance, migraines, temperature intolerance, vertigo, etc. FDA safety report ID# (B)(4).